Event description:
A lifecor pt service representative (psr) contacted customer support to report that a female pt's battery charger would not charge the batteries. The psr replaced the battery charger and both batteries.

Manufacturer narrative:
Device manufacture dates: battery charger. Battery pack 2005. Battery pack 2007. Device evaluation summary: device evaluations of battery charger, battery pack have been completed. The reported problem was confirmed. The cause of the charger not correctly charging or communicating with the batteries was contaminants found in the contact terminals in the battery connector of the charger. The contaminants prevented proper contact with the battery pack connector contacts. Also the unk contaminant was allowing electrical conduction between the two pins of the battery connector. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Battery packs passed all functional tests. Battery pack had defective battery cells. The cells were replaced. The battery was retested and then restocked. The root cause of the defective cells was probably due to being fully discharged by the battery charger. No adverse event resulted from the damaged battery charger or battery pack. The pt received two replacement battery packs and a replacement battery charger.